Manufacturer narrative:
A sample device was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that following an intraocular lens (iol) implant procedure, a patient experienced foggy and hazy vision. Four months following the initial implantation, the lens was exchanged for another lens of the same model but one diopter more power. The clinical reason reported for the explant was a refractive error. In a follow up, the surgical technologist reported there has been no posterior capsule opacity (pco) observed.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).